Event description:
Reporter stated the infusion device did not correctly provide a w1 cartridge low or e1 cartridge empty error. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).